Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a reservoir was used. The reservoir functioned properly at first, but on (B)(6) 2014 the suction became weakened. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.